Event description:
Pt involved in motorcycle vs. Auto accident 12/94. Pt critically injured. Plate in tibia placed several days after accident. Pt has persistent pain in proximal tibia. Hardware removed 8/1/95 and reamed, locked nailing used. One screw had fractured-unknown time.